Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of not feeling well and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient was not feeling well. On (B)(6) 2012, the patient's peritoneal fluid was cultured and analyzed because the patient was not feeling well, revealing a culture result of peritonitis (B)(6). The patient was treated with 2 or 3 doses of vancomycin, 2 gram, intraperitoneal injection (ip) for the peritonitis with (B)(6) for (B)(6). On (B)(6) 2012, another peritoneal effluent culture was taken because the patient was still not feeling well. The culture result was positive for fungal peritonitis. On (B)(6) 2012, the patient was hospitalized for the fungal peritonitis. The patient was treated with diflucan, 2 milligram, daily for the fungal peritonitis. On (B)(6) 2012, dianeal therapies were stopped, the pd catheter was removed, and the patient was started on hemodialysis. On (B)(6) 2012 the patient was discharged. At the time of this report, the patient was still on hemodialysis. The nurse stated that the peritonitis was caused because the patient was going to a different environment. The patient recovered on (B)(6) 2012. Per the nurse, the event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd892372 and gd892224. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.